Manufacturer narrative:
(B)(4). Batch # r94119. Additional information was received: the white pad was with the device and appeared to me to be attached. I returned it. It was not left in patient. Corrected data: MDR decision is now not reportable. The additional information received above states the tissue pad was not detached and device analysis results provided below show that the tissue pad was not detached. Upon review of the additional information provided and the device analysis, it was concluded that this event does not meet the FDA defined criteria for a reportable event and event is now being considered not reportable. Investigation summary: the device was returned with the tissue pad melted and 100% present. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. There were no alert screens displayed at any time during the analysis. The device was disassembled to inspect the internal components and no anomalies were found. When the ¿relax pressure on blade; reactive instrument to continue¿ alert screen appears, it is advising that the instrument has been loaded to the point where the output has stopped. The user needs to relax pressure on the instrument or reposition so there is less tissue in the clamp. Release the activation switch and reactivate the instrument to continue. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the generator kept saying release pressure, the surgeon did not and the white cover of the pad came off. The pad was retained. Case completed with another device of the same product code. There were no patient consequences reported.